Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2013. Patient underwent a revision procedure on (B)(6) 2016 due to acetabular loosening. No further information has been provided at this time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 8 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, excessive weight, or excessive, unusual and/or awkward movement and /or activity."

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2013. A revision procedure has been indicated due to acetabular loosening; however, no revision has been reported to date.